Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 10/8/1998 at a retail vendor. On 12/7/1998, she sought medical treatment for infection at the ear piercing site. Site was drained and she was prescribed an antibiotic.